Event description:
It was reported that the patient had a syncopal episode at the approximate time that a rate drop response (rdr) was found. The mode on the implantable pulse generator (ipg) was switched, as the patient appears to have developed a transient block, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.